Event description:
It was initially reported that the tortuousity was moderate, however additional information received confirmed that the tortuousity of the target lesion was severe.

Event description:
It was reported that during a stenting treatment procedure stent damage occurred. Access was obtained via the femoral artery. The 75% stenosed, 18mm in length and 2.5mm in diameter target lesion being treated was located in the moderately calcified and moderately tortuous left anterior descending (lad) artery. The lesion was predilated with a 1.50x15mm apex balloon catheter, leaving less than 45% residual stenosis in the lesion. A 2.50x20mm taxus liberte stent delivery system (sds) was then advanced to the lad and would not cross the lesion. When the physician withdrew the device it was noted that some of the stent struts were lifted. The procedure was completed by predilation with a 2.75x12mm quantum balloon catheter and a 2.50x18mm non-bsc stent was deployed. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device is a combination product. (B)(4).

Manufacturer narrative:
Describe event or problem corrected. Device evaluated by MFR: a visual and microscopic examination identified proximal stent damage. A strut row at the proximal end of the stent was raised and misaligned. Solidified blood was present within the guidewire lumen, therefore indicating the device had been used in vivo. The tip and balloon sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. A 0.015 inch product mandrel was inserted through the lumen with no restrictions noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).